Manufacturer narrative:
(B)(4). Device analysis for ins nlb704139h revealed no significant anomaly. The battery was not in new condition. (B)(4).

Event description:
The company representative (rep) reported that the device was used for three years on regular settings. Even when set to strong, the battery voltage became 2.65v so the implantable neurostimulator (ins) exchange was performed. The doctor felt that after switching to this ins, the battery life had gotten shorter. The battery discharged earlier than that of other inss at the same settings so an analysis request was made; premature battery depletion was suspected. There were no health hazards to the patient. The device settings were: stimulation voltage 3.0v, pw 90 microseconds, resistance 800ohms, rate 150hz, unipolar, c+, 1 <(>&<)>2-, usage duration 24hours/day. The indication for use is parkinson&#38112;disease. If additional information is received, a follow up report will be sent.